Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator had a frozen screen issue. The ventilator was not on a patient at the time of the event. To resolve the issue, the technician replaced the single board computer and able to fix the freezing screen.